Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the harvester could not put the vasoview hemopro down the harvesting cannula. It would not slide through. A new unit was used to complete the procedure. There were no pt effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that there were no non-conformities with the cannula. The tissue welder cold jaw boot had a small peel in the silicone. The device was bloody. A functional test was performed on the device. The harvesting tool was difficult to insert and remove from the cannula, resistance was encountered. Based upon this, the reported complaint was confirmed. Internal file number - (B)(4).